Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pain"), genital haemorrhage ("bleeding") and blindness ("vision loss") in a 49-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included salbutamol (albuterol) from 2007 to 2017 and seretide (advair) from 2007 to 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), fatigue ("fatigue"), weight decreased ("weight loss"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), feeding disorder ("unable to eat") and constipation ("constipated"). In june 2010, the patient experienced rash ("rashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2015, underwent a hysterectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, blindness, fatigue, weight decreased, alopecia, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, feeding disorder, constipation, bladder disorder and urinary tract disorder outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, blindness, constipation, dysmenorrhoea, dyspareunia, fatigue, feeding disorder, genital haemorrhage, headache, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: satisfactory placement, full occlusion both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Concomitant disease, laboratory data and concomitant drugs were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia) vaginal, rashes or skin conditions type: rashes, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: vision loss, fatigue, weight gain / loss specify which one: weight loss, gastrointestinal or digestive system condition type: unable to eat, constipated, hair loss. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pain"), genital haemorrhage ("bleeding") and blindness ("vision loss") in a 49-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, atrophic vaginitis, uterine fibromyoma, gravida ii and parity 2. * current weight 140 lbs. She had surgical removal of gallbladder. It was reported that hysterosalpingogram shows tubes were 100% blocked. Concurrent conditions included body mass index normal, endometrial curettage, hyperplasia endometrial, pelvic mass, uterine fibroid, iron deficiency anemia, menorrhagia and pelvic adhesions. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) from 2007 to 2017 and salbutamol (albuterol) from 2007 to 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss") and experienced alopecia ("hair loss"), rash ("rashes"), vaginal discharge ("vaginal discharge"), feeding disorder ("unable to eat") and constipation ("constipated"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced blindness (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (on (B)(6) 2015, underwent a hysterectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, blindness, fatigue, weight decreased, alopecia, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, feeding disorder, constipation, bladder disorder, urinary tract disorder, menorrhagia and uterine leiomyoma outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, blindness, constipation, dysmenorrhoea, dyspareunia, fatigue, feeding disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: satisfactory placement, full occlusion both tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, abdominal pain¿. Concerning the injuries reported in this case, the following one/ones were reported via social media: fibroid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 19-nov-2018: event fibroids and reporter were added from social media post. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pain"), genital haemorrhage ("bleeding") and blindness ("vision loss") in a 49-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, atrophic vaginitis, uterine fibromyoma, gravida ii and parity 2. Concurrent conditions included body mass index normal, endometrial curettage, hyperplasia endometrial, pelvic mass, uterine fibroid, iron deficiency anemia, menorrhagia and pelvic adhesions. Concomitant products included salbutamol (albuterol) from 2007 to 2017 and seretide (advair) from 2007 to 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient experienced weight decreased ("weight loss"), alopecia ("hair loss"), rash ("rashes"), vaginal discharge ("vaginal discharge"), feeding disorder ("unable to eat") and constipation ("constipated"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia"). In (B)(6) 2010, the patient experienced blindness (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (on (B)(6) 2015, underwent a hysterectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, blindness, fatigue, weight decreased, alopecia, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, feeding disorder, constipation, bladder disorder, urinary tract disorder and menorrhagia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, blindness, constipation, dysmenorrhoea, dyspareunia, fatigue, feeding disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: satisfactory placement, full occlusion both tubes current weight 140 lbs. She had surgical removal of gallbladder. It was reported that hysterosalpingogram shows tubes were 100% blocked. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, abdominal pain¿. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 31-may-2018: added events menorrhagia. Updated events, onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/ pain'), genital haemorrhage ('bleeding') and blindness ('vision loss') in a 49-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, atrophic vaginitis, uterine fibromyoma, gravida ii, parity 2, papilloma viral infection, menopausal symptoms, hot flashes, candidiasis, asthma, emphysema, hyperopia, presbyopia, blurred vision, epiphora due to excess lacrimation, allergic reaction to analgesics, stomach pain, multiple allergies, nausea, vomiting, anorexia, asthma, back pain, migraine and shave biopsy. Current weight 140 lbs. She had surgical removal of gallbladder. It was reported that hysterosalpingogram shows tubes were 100% blocked. Concurrent conditions included body mass index normal, endometrial curettage, hyperplasia endometrial, pelvic mass, uterine fibroid, iron deficiency anemia, menorrhagia, pelvic adhesions, pap smear abnormal, menses painful, dysfunctional uterine bleeding, pelvic peritoneal adhesions, blood in urine, burning micturition, vaginal odor, vaginal bleeding, urinary urgency, mood change, lymphadenopathy, bleeding breakthrough, inflammation, intermenstrual bleeding, spotting between menses, sulfonamide allergy, anxiety, depression, abdominal pain, gallbladder polyp, asthma, migraine headache, cholelithiasis and chronic cholecystitis. Concomitant products included cetirizine hydrochloride (zyrtec allergy), fluticasone propionate;salmeterol xinafoate (advair) from 2007 to 2017 and salbutamol (albuterol) from 2007 to 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2010, the patient was found to have weight decreased ("weight loss") and experienced alopecia ("hair loss"), rash ("rashes"), vaginal discharge ("vaginal discharge"), feeding disorder ("unable to eat") and constipation ("constipated"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) vaginal"), dysmenorrhoea ("dysmenorrhea (cramping) / painful cycles"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia / heavy cycle"). In (B)(6) 2010, the patient experienced blindness (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or problems or changes") and urinary tract disorder ("urinary problems or changes"), was found to have uterine leiomyoma ("fibroids") and underwent tooth extraction ("teeth pulled") and endodontic procedure ("root canal"). The patient was treated with replaced with false teeth and surgery (on (B)(6) 2015, underwent a hysterectomy and removal of essure device, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, blindness, fatigue, weight decreased, alopecia, vaginal haemorrhage, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, feeding disorder, constipation, bladder disorder, urinary tract disorder, menorrhagia, uterine leiomyoma, tooth extraction and endodontic procedure outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, blindness, constipation, dysmenorrhoea, dyspareunia, endodontic procedure, fatigue, feeding disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth extraction, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Gynaecological examination - on (B)(6) 2015: . Hysterosalpingogram - in (B)(6) 2005: satisfactory placement, full occlusion both tubes,both micro inserts appear to be normally situated within right and left uterine tubes. There is no evidence of contrast advancement into the tubes or around the inserts indicating successful occlusion of the tubes related to micro insert placement. Ultrasound pelvis - on (B)(6) 2015: female genitourinary not present- abnormal vaginal bleeding, blood in urine, burning with urination, urgency (sudden desire to urinate that is difficult to suppress), urinary frequency greater than 8 times per day, vaginal discharge and vaginal odor. Psychiatric not present- mood changes. Hematology not present-enlarged lymph nodes.. Ultrasound scan - on (B)(6) 2015: saline infused sonohystergram. (Normal saline used as distending medium). Adnexa measurements - right ovary description - normal. Right ovary - 2 cm (height) and 2 cm (width). Cysts - none visualized. Cui de sac fluid - absent. Left ovary description - normal. Left ovary - 2 cm (height) and 2 cm (width). Cysts - none visualized. Uterus - appearance - normal. Dimensions - length - 4 cm/s. Width - 4 cm/s. Uterus - position - midline. Cavity - well defined (without abnormalities). Endometrial thickness - 5 mm (cm). Shape - regular. Fibroids -none visualized. Note: atrophic nabothian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records confirming : pelvic pain, abdominal pain migraine headache". Concerning the injuries reported in this case, the following one/ones were reported via social media: fibroid. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event teeth pulled added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2015, underwent a hysterectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: satisfactory placement, full occlusion both tubes. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2005 and reported severe pain (regarded as pelvic pain) and bleeding (regarded as genital bleeding). On (B)(6) 2015 she underwent a hysterectomy and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2015, underwent a hysterectomy and removal of essure device). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: satisfactory placement, full occlusion both tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2005 and reported severe pain (regarded as pelvic pain) and bleeding (regarded as genital bleeding). On (B)(6) 2015 she underwent a hysterectomy and essure was removed. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.